Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion message as the longevity estimate had dropped. Noise was also observed with the s-ICD as the patient had a left ventricular assist device (lvad), however no lvad noise was oversensing and no inappropriate therapy was ever delivered. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion message as the longevity estimate had dropped. Noise was also observed with the s-ICD as the patient had a left ventricular assist device (lvad), however no lvad noise was oversensing and no inappropriate therapy was ever delivered. The s-ICD was reprogrammed and remains in service. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.